Event description:
During use of the pump for a cardiopulmonary bypass procedure, the cardioplegia pump display went blank when a high cardioplegia delivery tubing circuit pressure alarm occurred. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.